Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2405017, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected, no damage or defects were observed on or near the luer connection. Functional testing was performed, connecting the needle to a syringe. Liquid was able to pass from the syringe through the needle and no leakage was observed. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
I was just wishing to inform you about a concern that we have with a spinal needle that we utilised this evening. The anaesthetist pointed out that he was using a bd whitacre needle 25gx3.50 ref: (B)(4), lot no: 2408005, dom 2024-06-01, exp 2029-05-31. He noted that when he went to inject there appeared to be a leak when he went to inject. He was using a 3ml terumo slip syringe to inject the spinal medication small droplets appeared out at the connection point. He can verify that he had securely docked the slip syringe into the hub, but droplets formed around the outside.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.